Event description:
It was reported to medtronic neurosurgery that the patient was diagnosed with hydrocephalus at 14 months and had a flow regulated vp shunt placed. According to the report, recently she needed to have it replaced. The report stated that the neurosurgeon replaced the patient's shunt was put in, the patient experienced pounding headaches in her forehead area. According to the report, the headaches lasted for a few minutes, and they occurred when she stood up after she had been lying down, when she bended forward, and when she exerted herself. The report stated that the patient's neurosurgeon was concerned that she may have slit ventricle syndrome.

Manufacturer narrative:
This event was identified on an online medical forum and there was no contact information available for the initial reporter. Therefore, it was not possible to obtain any further information regarding the event. This event could not be matched to a previously reported event to medtronic neurosurgery. It is unknown whether the patient's previous shunt that was explanted was a medtronic product. The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.